Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6), 180-01-48 - nv crown cup clstr hole 48mm group 1, (B)(6), 180-65-25 - alteon 6.5mm screw, 25mm, (B)(6), 188-01-05 - wedge plasma x/o sz 5, (B)(6), 188-01-06 - wedge plasma x/o sz 6.

Event description:
It was reported via legal documentation that approximately 85 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, polyethylene wear, soft tissue damage, osteolysis, instability and/or component loosening; daily pain and discomfort, limited her activities of daily living, impacted quality of life; significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; osteolysis, ongoing medical care. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.